Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurs. Initially it was reported that the carto® 3 system displayed a magnetic sensor error 116, when the pentaray nav high-density mapping eco catheter was plugged into the patient interface unit (piu). The cable was replaced without resolution. The catheter was then replaced, and the issue was resolved. The device was inspected, and visual analysis revealed that the hemostatic valve was pushed into the hub. The friction ring was observed to be still in place and there was no damage. A manufacturing record evaluation was performed for the finished device 00001194 number, and no internal actions related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the valve separation could be related to the procedure; however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurs. Initially it was reported that the carto® 3 system displayed a magnetic sensor error 116, when the pentaray nav high-density mapping eco catheter was plugged into the patient interface unit (piu). The cable was replaced without resolution. The catheter was then replaced, and the issue was resolved. The carto® 3 system was operating per specification and was not responsible for the product issue. The catheter was determined to be the root cause of the complaint reported. The procedure was continued. It was also reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve broke and there was blood coming back when trying to go transseptal. The sheath was replaced, and the issue resolved. The magnetic sensor error 106 was assessed as not MDR reportable. The incidence of magnetic sensor error was easily detected by the user. The catheter was inoperable, since it could not be visualized on the carto 3 system. The user had to replace the catheter. The potential risk that it could cause or contribute to a serious injury or death was remote. This event was assessed as reportable for the hemostatic valve separation. On february 25, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation, and upon initial visual inspection, it was noted that the hemostatic valve appeared to be dislodged inside of the hub, the friction ring and brim cap remained intact.